Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during roux-en-y gastric by pass procedure, there was poor staple formation. The b formation could not be occurred. There was no patient injury.